Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 5170366.

Event description:
It was reported that the patient was experiencing discomfort from the leads being placed too shallow. The physician took images and confirmed the discomfort was not due to lead migration. The physician decided to perform a revision procedure to reposition the leads. Patient was doing well post operatively.